Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient experienced poor vision. The lens was explanted and replaced with monofocal lens in a secondary procedure. The clinical reason for the explant was mentioned as no improvement in patients' quality of vision despite surface lubrication. Additional information was requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed, and documentation indicated the product met release criteria. Associated products were not provided. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company model, 24.0 diopter, add power plus2.2/plus3.2 lens was replaced with an unspecified monofocal lens. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).